Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and therapy was withheld from the cardiac resynchronization therapy defibrillator (crt-d) due to the programmed discriminator features not detecting the vt. The crt-d remains in use. No patient complications have been reported as a result of this event.